Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the "mesh is damaged". It does not work continually (does not mesh grafts). It was not ratcheting. Event occurred during surgery, delay of 1-15 minutes reported. No harm, no impact to graft. No adverse event has been reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. -product review of the zimmer skin graft mesher serial number (B)(6) by a zimmer biomet certified service repair technician on (B)(6) 2020 revealed that the unit¿s handle was jammed due to the sliding pin, the ratchet would not rotate, the comb was bent and the bottom roller and gear, the handle, side plates, and fasteners needed to be replaced. -repair of the device was not performed because the account did not want the unit to be repaired. -review of the device history record(s) identified no deviations or anomalies during manufacturing. -device is used for treatment. -a definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event. -the event is confirmed.